Manufacturer narrative:
A manufacturing investigation action and investigation summary was conducted/performed. The report indicates that: 1x article 473.025s with lot 9961941 / pfna-ii ø10 long le 125° l340 tan returned and forwarded to manufacturing plant for investigation: as received condition of device: the product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of repeated use were visible on distal and proximal shaft. Nail is broken on the position of the citrus hole. As relevant for the complaint condition (broken nail) the dimension outer diameter of the blade (sleeve) which contact the citrus shape of the nail and the outer diameter and the deep hole drilling of the nail were identified. Dimensions around the breakage of the nail were checked according the drawing. No issues found. The citrus shape could not be measured due to the point of the breakage. During manufacturing the dimension of the citrus shape was 100% checked with a go/no go gage. No manufacturing error found. The nail was broken through the citrus shape and the product was manufactured according to specification. Dispositions: based on the investigation the complaint is confirmed since the nail is broken as claimed by the customer. This complaint is rated as not valid because the relevant dimensions were measured for both articles as well as the relevant manufacturing documentation related to the articles 473.025s was reviewed and no manufacturing issue could be found. As the surgeon stated in the complaint description (because the delayed union was slowand the nail had been exposed to a continuous excessive force) this might have created an overloading situation and led to this breakage. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added pfna blade to list of concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade (04.027.056s, lot 9773510, quantity 1).

Manufacturer narrative:
Patient¿s identifier, date of birth and weight are not available for reporting. Date of postoperative nail breakage is unknown. (B)(4). Reporter phone number is not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 473.025s, lot # 9961941: manufacturing location: (B)(4), manufacturing date: 07.jun.2016, expiry date: 01.may.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with pfna (proximal femoral nailing antirotation) system on (B)(6) 2017 to treat the femur trochanteric fracture. Six weeks later the patient started rehabilitation at the other hospital. In (B)(6) 2017, the patient complained of pain in the surgical area. The surgeon noticed that the nail was broken. Surgeon also noticed the delayed union with slight porosis. Patient underwent revision surgery on (B)(6) 2017. The reported broken pfna nail was removed, and a tfna (trochanteric fixation nail-advanced) long nail was inserted. Surgeon stated that because the union was slow, the broken nail had been exposed to a continuous excessive force and reducing was not sufficiently performed under intramedullary circumstances. Surgeon also stated that the broken nail was a long type, therefore the distal area became rigid, possibly resulting in the excessive force. Patient outcome is reported as okay. Concomitant devices reported: locking screw (part # unknown, lot # unknown, quantity 1), bolt ø4.9 self-tap l38 tav green (part # 459.380vs, lot # 5938229, quantity 1), bolt ø4.9 self-tap l40 tav green (part # 459.400vs, lot # 5937740, quantity 1), pfna-ii end cap extens. 0 tan (part # 473.170s, lot # l217159, quantity 1). This report is for one (1) pfna-ii ø10 long le 125° l340 tan. This is report 1 of 1 for complaint (B)(4).